Event description:
It was reported that the guidewire became entrapped in the biliary stent and fractured. An amplatz s/s st/035/145 (bx/1) super stiff guidewire was selected for use with a biliary stent. The guidewire became entrapped in the biliary stent and had fractured into two parts, the structure and the assembly. The fracture was noticed when the guidewire was being removed from the patient. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the guidewire became entrapped in the biliary stent and fractured. An amplatz s/s st/035/145 (bx/1) super stiff guidewire was selected for use with a biliary stent. The guidewire became entrapped in the biliary stent and had fractured into two parts, the structure and the assembly. The fracture was noticed when the guidewire was being removed from the patient. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Device evaluation by manufacturer: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to procedure. The guidewire was returned, and it was observed that the coil wire was unraveled and stretched at distal end section, and the core wire was detached. Under microscope it was observed that the coil wire was unraveled and stretched at distal end, and the core wire was detached at transition point. The detached section is at 2.5cm at transition point from the distal tip (the specification of the length from the transition point to the distal tip is: 3.0cm plus or minus 0.5cm.) The device was measured according to the drawings. All measurements were within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.